Event description:
It was reported that during use of the bd posiflush¿ syringe the syringe was damaged and replace with out incident. The following information was provided by the initial reporter, translated from chinese to english: on october 7th, flush was used for rinsing, and it was found to be damaged during use, so that it was replaced and replaced without affecting the patient.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd posiflush¿ syringe the syringe was damaged and replace with out incident. The following information was provided by the initial reporter, translated from (B)(6) to english: on october 7th, flush was used for rinsing, and it was found to be damaged during use, so that it was replaced and replaced without affecting the patient.